Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but a photo of the defect was returned for evaluation. A review of the device history record was performed for the reported lot, 9109964, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that fluid was leaking from the injection port but the exact location could not be determined. Based off the provided photo the engineer was able to verify the reported defect. However, without the physical sample available for investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that during use of the bd venflon¿ pro safety peripheral safety IV catheter there was an issue with leakage. The following information was provided by the initial reporter: anaesthesia for "outline" neurosurgical procedure. 16 g venflon placed in patients foot for administration of IV fluids and drugs. Injection port on top of venflon found to be "refluxing", leading to 50-100ml blood loss from venflon, before being noticed and removed. Alternative replacement venflon then used for remainder of case.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd venflon¿ pro safety peripheral safety IV catheter there was an issue with leakage. The following information was provided by the initial reporter: anaesthesia for outine neurosurgical procedure. 16 g venflon placed in patients foot for administration of IV fluids and drugs. Injection port on top of venflon found to be refluxig, leading to 50-100ml blood loss from venflon, before being noticed and removed. Alternative replacement venflon then used for remainder of case.